Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for elevated sensing integrity counter (sic) and variable impedance. As well, there was oversensing and fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.